Event description:
Single-lumen silicone umbilical catheter 3.5fr placed in the patient. Faulty catheter noted, distal end of catheter loose, unable to tighten to stopcok completely. Unable to get an accurate blood pressure reading with transducer cable. Line trouble shooted, ultimately determined that catheter piece was faulty. Catheter removed, inserted new umbilical line catheter-used a different brand/product.